Event description:
While closing the skin, the stapler was found to be not functioning. The staples were coming out crooked and not closing the skin. We are now changing vendors/products due to two issues in a short timeframe (both reported).